Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed stated that she received a report of patient experienced a ventricular tachycardia event at 3:23am cst on (B)(6) 2019 as recorded but device did not alarm. Customer biomed was unsure if the alarm sounded and wanted to verify this information. The patient was on telemetry tele047 and monitored at the cns (pu-681ra s/n (B)(6). Device settings, and ECG print was provided by customer. Nk clinical application specialists (cas) made the following attempts to contact customer: (B)(6) 2019, (B)(6) 2019, again on (B)(6) 2019. When connected, customer biomed explained that she wanted to verify if an alarm was generated. Nk cas verified that the documentation shows the alarm was generated at 3:23:36 and was silenced 37 seconds after. Service requested: troubleshooting. Service performed: troubleshooting. Investigation conclusion: customer wanted to verify if an alarm was generated for the reported ventricular tachycardia. Nk cas verified an alarm was generated. Thus, no issues were identified. Service history for this cns device shows there has been no other reported issues. Additional device information: d11 & c2. Concomitant medical products: the following device was used in conjunction with the cns. Telemetry device: no model and serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported. During the investigation, the event report indicated that the alarm was generated at 3.23.36 am and was silenced after 37 seconds. The customer stated this was second-hand information, and just wanted to verify what she saw in the event report. She stated that the issue has been resolved but did not provide details on this. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported.